Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Moisture damage was found on the electronic assembly during visual inspection. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm and then blank screen. The customer stated that customer was not able to clear the alarm and all the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.